Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that a reciproc blue files, 6x, sterile file broke during use. The broken part remains in the root canal. Patient sent to endo specialist who stated that the broken part is not removable. Root canal is still open with broken part still remaining. Further treatment is pending.

Manufacturer narrative:
Additional information received, the tooth that the broken device remained in was extracted. Tooth loss resulted in this event. This is a follow up report for this additional information. Additional FDA coding being added after receiving additional information for this investigation of device. Adding additional health effect - clinical code 4831. This is a follow up report to add this additional code. Investigation results: summary: involved product broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1746096, #1746499, #1745778 and #1746500). No unused file is available for evaluation. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu). This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code - 4648. The correct codes for this complaint are: health effect - impact code - 4624. This is a follow up report for this corrected information.